Event description:
Developed swelling over 3 months on right breast augmented subpectoral with textured silicone breast implant. Aspiration initially did not reveal alcl but subsequent aspiration and capsulectomy on (B)(6) 2017 revealed a dx of bia alcl.